Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a zalente dvt thrombectomy system. Visual and tactile examination showed that the high-pressure hypotube was twisted around the guidewire lumen. There is no evidence that the complaint device failed to meet applicable product specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the catheter became stuck on the guidewire. The patient was undergoing a thrombectomy procedure. The occlusion was in-stent restenosis and thrombosis extending 80cm in length located in the inferior vena cava and the right iliac vein, almost to the popliteal. The physician accessed the diseased area via the popliteal using a stiff 0.035 non bsc guidewire. The angiojet zelantedvt was advanced and treatment was performed. After 200 seconds in one direction, the physician rotated the device for the remaining 100 seconds while treating. The rotating feature turned freely 10 to 15 times. When the procedure was completed, the physician attempted to remove the zelantedvt and noticed that it was stuck on the guidewire. The devices were removed together. Outside the patient, the guidewire was removed and it was noted that the high-pressure hypotube had twisted around the guidewire lumen. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter became stuck on the guidewire. The patient was undergoing a thrombectomy procedure. The occlusion was in-stent restenosis and thrombosis extending 80cm in length located in the inferior vena cava and the right iliac vein, almost to the popliteal. The physician accessed the diseased area via the popliteal using a stiff 0.035 non bsc guidewire. The angiojet zelantedvt was advanced and treatment was performed. After 200 seconds in one direction, the physician rotated the device for the remaining 100 seconds while treating. The rotating feature turned freely 10 to 15 times. When the procedure was completed, the physician attempted to remove the zelantedvt and noticed that it was stuck on the guidewire. The devices were removed together. Outside the patient, the guidewire was removed and it was noted that the high-pressure hypotube had twisted around the guidewire lumen. There were no patient complications reported and the patient's status was stable.